Event description:
Patient went to the rehabilitation center about 2 weeks post op and it was reported that the femur fractured when she sat down. The patient is a female, (B)(6) year old, overweight. A second surgery was conducted to fix the fracture with a cable. Please refer MFR report # 3005180920-2013-00129.